Manufacturer narrative:
(B)(4). Physio-control evaluated the customer's device and was unable to reproduce the reported issue. After performing an unrelated repair, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted physio-control to report that their device was constantly prompting to "connect electrodes", when defibrillation electrodes had been applied to the patient's chest. In this state, the device would not be able to provide defibrillation therapy, if it were needed. There was no report of patient harm associated with the reported event.